Event description:
The manufacturer's representative reported the pump was explanted and returned to the manufacturer for analysis after an implanted duration of 36 months due to the possibility of an intermittent rotor stall and the patient reported experiencing intermittent pain control. The returned pump was programmed to infuse dilaudid 50mg/ml, and the daily dose was documented to be 14mg/day. The pump tubing was accessed due to the high drug concentration used, and the intrathecal catheter was reportedly removed due to an occlusion. Specific information relating to previous diagnostic evaluation procedures/device troubleshooting was not reported. There was no patient injury reported, and the patient was reported to have recovered without further sequela. See manufacturer's report #6000030200701275.